Event description:
The customer reported to physio-control that their device had a failure, without further specifying the failure. Upon inspection of the device by physio-control it was observed that the device had a service wrench indicator in the readiness display. It was also observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to the on/off latch that had become dislodged from its case shaft. This caused that the device could not be powered on to charge and shock defibrillation energy. Once the on/off latch was reconnected, proper device operation was observed. A replacement device was provided to the customer under warranty.